Manufacturer narrative:
Returned controller, intended for use in treatment, was returned as MDR for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection shows scratches on the housing. The back label and the warranty seal are in good condition. An inside view revealed that there are no loose parts. There are no manufacturing abnormalities found. The device shows an e8- wand error after powering up which could not be reset. A further functional evaluation could not be performed. The complaint was verified and the root cause could be determined due to an electrical component failure. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a bankart repair procedure, the quantum 2 controller showed an e8 wand error. Procedure was completed using shaver only which caused a surgical delay of more than an hour. No patient injuries were reported.

Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1. A power surge to the subject controller, 2. Using an improper power cord or improper extension cord, or a loose power connection, 3. Failure of an electronic component inside the subject controller. 4. Improper power cycling of the subject controller. There are no indications to suggest the device did not meet product specifications upon release into distribution.